Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that the patient was switched onto rytary several months ago. Several weeks later they tried to commit suicide and stab their mother. They were brought to snowden inpatient psychiatric hospital where they were evaluated. After being discharged they attempted suicide again, and they were currently in jail for unknown reasons. It was unknown if the issue was resolved at the time of this report. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.